Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farwave pfa the guidewire became stuck in the catheter. During the procedure they attempted to advance the guidewire into the ripv but were unable to do so. The catheter, along with the wire, were removed from the patient through the sheath. The wire still could not be removed even outside of the patient's body and there appeared to be tissue trapped in the devices. The catheter was replaced with another farawave catheter, and the procedure was successfully completed. No patient complications were reported as a result of the event. The catheter is expected to be returned for analysis.